Event description:
It was reported from the ous that during an orthopedic surgery the instrument broke. When the surgeon was ¿raising the size in turn, targeting #15, rasp handle broke around #11¿. The tip fell off, but rasping was continuously managed by the surgeon, and finally targeted rasping #15 was successfully finished. No pieces were left in the patient. The patient was stable leaving the o.r. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: age, sex, weight, ethnicity, race. Visual evaluation condition/findings (conducted with a 7x or l0x optical unless otherwise specified) the detached foot appears to have disassociated from the handle assembly. The foot is attached to the rest of the device by two 316 stainless steel dowel pins. The pins appear to have backed out, allowing the foot to detach from the assembly. The sales representative confirmed that no pieces were left in the patient. All other aspects of the device appear unremarkable. Design-related issues: the design of the equinoxe shoulder modular broach handle has been in the field since 2004. Exactech is aware of 4 other similar complaint reports involving the equinoxe modular broach handle since 2008. Because the equinoxe shoulder modular broach handle is used in both primary and reverse shoulder surgeries, sales data for humeral stems was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of 60 units, which has been in the field since 2017. Therefore, this issue does not appear to be manufacturing related. Corrective action is not required because the occurrence rate is " very low", and the risk is captured in the risk management report. The broken instrument reported was likely the result of the dowel pins backing out, allowing the foot component to detach from the handle. IFU 700-096-181: instrument inspection. Visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient impact.